Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU) and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided. Calcification and tortuosity were present in the patient's access vessel. In this case, the inability to advance through the sheath and sheath puncture were confirmed based on the provided device imagery. As the device was not returned, the presence of a manufacturing non-conformance was unable to be determined. No abnormalities were reported during device unpacking or preparation. Although the insertion angle was reported to be not steep, it was also mentioned that the perceived root cause of the event may be due to the insertion angle. Therefore, insertion angle remains a potential contributing factor at this time. Per imagery review, the crimped thv is exposed through the sheath shaft puncture. Additionally, calcification and tortuosity were present in the patient's access vessel. In this case, it was reported that the expandable portion of the sheath was not fully inserted in the patient, and thus it is possible that the sheath was unstable. Sheath instability may cause resistance during delivery system advancement through non-coaxial alignment between the devices, especially if combined with tortuosity, calcification, or a steep insertion angle. Additionally, the sheath may sustain damages from additional device manipulation. High push force coupled with non-coaxial advancement trajectories can lead to sheath puncture, as reported. As such, available information suggests that procedural factors (sheath instability, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left carotid transcatheter aortic valve replacement procedure with a 26 mm sapien 3 ultra valve, the physician noticed the valve was not going through the sheath and went through the expandable portion of the sheath while outside the patient's body. The valve never entered the patient. The delivery system and sheath were removed and replaced. A new valve was successfully implanted in the patient without further complication. The patient was reported to be in stable condition at the conclusion of the case.